Manufacturer narrative:
Explant date: 2017. Model number/catalog number: sc-2208-50, (B)(4), model/catalog description:st linear lead 50cm.

Event description:
A report was received that the patients spinal cord stimulator (scs) was making the patient nervous and anxious. It was also mentioned that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.